Manufacturer narrative:
Internal report # (B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user applied blood to strip before inserting strip into meter. Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The customer's expected fasting blood glucose test result range is undisclosed. The customer reported feeling shaky. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification in the kitchen. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test results of 98mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/16/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.